Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella was inserted in an unknown patient. The patient comorbidities are unknown. It was reported that while the patient was in the intensive care unit (ICU), there was a purge system failure. An automated impella controller (aic) swap was required after trying two purges. There was no noted interruption of flow or support for the patient. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and suppo

Manufacturer narrative:
H6 medical device problem code changed from a1301 to a1414

Manufacturer narrative:
D9 device was returned and date received was added. E1 initial reporter phone number was added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings and the device being returned. H11 the impella device was received from the customer and an investigation regarding the returned device has been completed. Investigation summary - the cause of the purge disc not detected alarms on the console was a broken mechanical lever within the purge pressure sensor.